Manufacturer narrative:
Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07043 and 2134265-2015-07046. It was reported that patient death occurred. The patient presented with a chronic total occlusion. The procedure was completed using a stingray guidewire, stingray catheter and a crossboss catheter. Three promus premier drug eluting stents were implanted. Another non-bsc guidewire and catheter were also used. The procedure was completed successfully. Upon removal of the non-bsc wire and non-bsc catheter, the wire and catheter became entangled. This entanglement made it impossible to remove the wire and catheter. Subsequently, a vascular surgeon was called. The patient had a hematoma at the puncture site of both the left and right femoral arteries. The vascular surgeon performed a cutdown on the right femoral artery to remove the wire and catheter and stitched the left femoral artery. At some point through this, the patient suffered a cardiac arrest and passed away the following morning. It is not known the cause of the cardiac arrest.